Event description:
The facility reported a colleague infusion pump with battery damage. According to the facility, this event occurred upon power-up in the "coronaria" unit. This event may have interrupted delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4).the device is currently in the process of being evaluated onsite at the facility by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The device was received by baxter on (B)(4) 2011.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer returned a colleague infusion pump to baxter with a malfunction of battery damage. During evaluation the reported problem was not confirmed or reproduced. The root cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. This device is an unremediated colleague pump with a user interface module software version of 5.03.00. A device history review was performed finding one exception during manufacturing, however, the device was re-tested and found to be performing as designed. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.